Event description:
Device 1 of 3. Reference MFR reports: 1627487-2010-03861 and 1627487-2010-03862. The pt received her scs system, including an ipg, percutaneous lead and anchor, on (B)(6) 2010 for occipital nerve stimulation (off-label). It was reported that the pt had presented to the physician with an infection. The physician explanted the system. The explanted ipg was returned to the MFR for eval; the lead and anchor have not been returned to the MFR for eval. No further info is available at this time.

Manufacturer narrative:
Device eval was not performed as the cause of the reported complaint cannot be determined by product testing. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.